Manufacturer narrative:
No incident during manufacturing. No other complaint concerning this batch number. For the surgical procedure scheduled for (B)(6) 2022, brochure and IFU relating to the bio1 bone substitute sent to the surgeon for information. Analysis of transmitted information is ongoing (with operational report and intervention sheets).

Event description:
(B)(4). Incident occured in (B)(6): information of the resumption of maxillofacial reconstruction by the patient's mother, following an intervention performed on (B)(6) 2014 on the eye/orbit/eyelid in (B)(6). Re-intervention planned in (B)(6) 2022 in (B)(6) by another surgeon. Description transmitted by the patient's mother: "during this intervention, a bone substitute bio1 was put in place, it is this product that poses a problem to date. It repeats itself in places where it should not be and causes inflammations and balls eyelids and temple orbits".

Manufacturer narrative:
No incident during manufacturing. No other complaint concerning this batch number. For the surgical procedure scheduled for on (B)(6) 2022, brochure and IFU relating to the bio1 bone substitute sent to the surgeon for information. Analysis of transmitted information is ongoing (with operational report and intervention sheets). Conclusion of the expertise: analysis based on the description and documents of the health professional. The device has not been used for its intended purpose: indication : "bio-1® are absorbable calcium salt bone void fillers intended to fill bony voids or gaps of the skeletal system (i.e. The extremities, spine and pelvis,) caused by trauma or surgery, that are not intrinsic to the stability of the bony structure. Bio-1® bone substitutes do not possess sufficient mechanical strength to support the reduction of a defect prior to complete bone healing. Rigid fixation techniques must be used to ensure stabilization of the defect in all planes." Contraindication : "in cases where a good primary immobilization of the synthetic graft is not possible". The utilisation of the ø3 granules only for this indications is not complying with the indications of the device. No rigid fixation was used to maintain and fix the granule against the bone. Without primary immobilization of the graft, the bio1 device is not indicated. The indications and contraindications of the device has not been respected by the user. 2014 surgery: a priori, the surgeon no longer uses sbm bio1 products. However, information about this incident was passed on to the sales department for contact with him during a future visit to this clinic.

Event description:
(B)(4). Incident occured in france: information of the resumption of maxillofacial reconstruction by the patient's mother, following an intervention performed on (B)(6) 2014 on the eye/orbit/eyelid in france. Re-intervention planned on (B)(6) 2022 in france by another surgeon. Description transmitted by the patient's mother: "during this intervention, a bone substitute bio1 was put in place, it is this product that poses a problem to date. It repeats itself in places where it should not be and causes inflammations and balls eyelids and temple orbits".